Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to request assistance in programming basal rated. Customer reports to have been hospitalized on (B)(6) 2015 with blood glucose of 775 mg/dl. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Assistance was given to customer in programming basal rates. Customer declined troubleshooting for high blood glucose. No further information provided.